Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event detected by a dexcom g7 continuous glucose monitor (cgm) with a nadir of 58 mg/dl lasting about 30 minutes, attributed by the patient to bedtime snacking with saltines and cucumbers and managed with oral carbohydrates including glucose tablets and soda. Symptoms include nausea, vomiting, headache, and sweating consistent with hypoglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included a case intake review and patient communication focused on event circumstances, cgm readings, and treatment. Investigation of this case revealed no device malfunction or component failure and suggested user-related factors and carbohydrate timing relative to insulin delivery as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal and snack management.